Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect malfunction. Corrected information has been provided in b2 (event type) to accurately reflect interventions codes. Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that the pump was repositioned and the hemolysis was resolved. The pump is not available for return.

Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. Pump run time was around 50 hours. Data log shows a few short instances of pump position in aorta/ventricle during the case run, without affecting motor current. Apart from that, there was drop/fluctuation in motor current and pump flow noted while the pump was running on a steady p-level. Placement signal was trending downward mid-case and showed a fluctuating trend while running on a steady p-level. No issue was noted on motor current spike or optical signal issue correlated with the placement signal trend. Mechanical interaction with blood (hemolysis): clinical details indicate that the patient developed black urine and all labs were hemolyzed after pump implantation via left femoral artery. Echo showed the left ventricle was small and toward the mitral valve; the pump was repositioned under echo guidance, and imaging confirmed good pump position. The cause of the issue was not determined since the data log was inconclusive without sufficient clinical details and returned product. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1995162. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient¿s urine appeared black. All laboratory hemolyzed. The echo performed showing left ventricle small and toward the mitral valve. Pump repositioned under echo. Subsequently, it was reported that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.